Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During inspection, the unit was found to have one led display segment on the pi indication which did not illuminate to full brightness. Cycling brightness levels on the rad-8 via the brightness button restored faulted segment to full brightness. Internal inspection indicated no anomalies which could have contributed to the confirmed failure. A service history record review, conducted on 11/02/2016, reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event., corrected data:

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported a damaged display segment. No consequences or impact to patient were reported.